Event description:
It was reported that this patient's shoulder was revised due to a loose right posterior augment baseplate. Surgeon removed all of the components from the glenoid side and replaced them with a competitor's device. He then upsized the humeral tray and liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. D1: corrected. D4: corrected. H6: corrected component, and investigation clinical codes.